Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? No particular sound or error message from the generator did the device pass the pre-test? Yes, the device worked at the begging of the procedure had the device been working and then stopped? The device worked at the begging of the procedure without problem did the patient experience any adverse consequences due to this issue? Delay on the procedure, use of another device. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gynecological surgery a quickly, incandescent flame appeared. The surgeon had to put out the fire quickly in order to not cause any serious injury to the patient. No patient consequence. There was surgical delay. Use of another device to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2023 d4 batch #: v7025v investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the blade tip was damaged at the distal end due to contact with the clamp arm after the tissue pad was melted. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number v7025v, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2023 h6 medical device problem code.